Event description:
Inserted 3 fr catheter. Upon completion of threading catheter attempted to remove stylet. Catheter began to bunch, then attempted to remove catheter from insertion site very difficult to remove. Noted that the catheter was damaged, small tear had to be removed with forceps. Upon successful removal, stylet and catheter was severly kinked.